Event description:
Torqued catheter to engage into ostium of coronary. Catheter would not move and noted catheter was kinked/twisted in the area of femoral artery. The physician tried to advance the guide wire (0.35" j tip) unsuccessful. Then he tried to untwist the catheter more and also tried to repass guidewire through catheter, for removal, unsuccessfully. It was noted that the guidewire exited out the side of the catheter. The catheter was pulled back and it was noted that the catheter was fractured in half. There was one half outside of body and one half was still in the pt's body (fem artery/aorta),